Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited loss of capture, high thresholds and high out of range pacing impedances of greater than 2000 ohms. As a result, this lead was explanted and successfully replaced. To date, no adverse patient effects have been reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory visual observation confirmed that the lead was returned severed 323mm from the terminal pin, and the proximal segment only was returned. There were set screw marks noted on the terminal pin and on the ring. As well as blood/body fluid noted in the lead lumen. Detailed analysis could not confirm the clinical observations.